Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor resistance measurement was out of calibration. This report is made based on results of investigation completed on 08/17/2011.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During investigation, the force sensor resistance measurement was found to be out of calibration.